Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. A field service engineer found that the server had been rebooted, and as a result several required services had not started automatically, since this facility had only one station, the station stopped communicating, restarted the necessary services, monitored the logs to confirm normal operation, and relaunched the med application. After these actions, the station resumed communication and was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the device was in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.